Manufacturer narrative:
(B)(4). Date sent: 2/5/2024.

Event description:
It was reported that during an unknown procedure the device is not working to fire.

Manufacturer narrative:
(B)(4). Date sent 1/2/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch #t5e87x. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with the closing trigger closed, drivers and knife exposed and there were no staples present; however, the breakaway washer was returned uncut and indented. Also, the knife had slight nicks. The knife was not able to retract. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the driver links were found to be damaged causing the disengaged from the compression element. Damage noted on the legs of the drivers and the compression element is a likely cause for the knife not retracting below the guide face. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and the driver's link in this case is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5e87x, and no non-conformances were identified.